Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms which triggered a lead safety switch (lss). As a result, the ra lead was automatically switched by the pacemaker device from the bipolar to the unipolar pace and sense configuration. It was noted that the daily measurements for ra pace impedance were stable in the 500 ohm range prior to the sudden high out of range measurement. The patient was indicated to be ventricular pace therapy dependent. After the lss, there was ra lead noise observed on the presenting electrogram which is being intermittently oversensed by the ventricular channel at the maximum tracking rate. Boston scientific technical services (ts) indicated that the noise appeared to be myopotential noise following the lss, which could also be an indication of a broken ra lead. Ts discussed with the healthcare provider (hcp) to consider bringing the patient into the clinic to evaluate the ra lead by performing pocket manipulation and isometric testing while reviewing the serial impedance measurements and monitoring for noise. It was noted that since the patient is in a nursing home, they may need to program the pacemaker device to a ventricular-only pacing and sensing configuration depending on what is discovered via the evaluation. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms which triggered a lead safety switch (lss). As a result, the ra lead was automatically switched by the pacemaker device from the bipolar to the unipolar pace and sense configuration. It was noted that the daily measurements for ra pace impedance were stable in the 500 ohm range prior to the sudden high out of range measurement. The patient was indicated to be ventricular pace therapy dependent. After the lss, there was ra lead noise observed on the presenting electrogram which is being intermittently oversensed by the ventricular channel at the maximum tracking rate. Boston scientific technical services (ts) indicated that the noise appeared to be myopotential noise following the lss, which could also be an indication of a broken ra lead. Ts discussed with the healthcare provider (hcp) to consider bringing the patient into the clinic to evaluate the ra lead by performing pocket manipulation and isometric testing while reviewing the serial impedance measurements and monitoring for noise. It was noted that since the patient is in a nursing home, they may need to program the pacemaker device to a ventricular-only pacing and sensing configuration depending on what is discovered via the evaluation. The lead remains in-service. No patient symptoms or adverse patient effects were reported. The ra lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.